Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ping meter is giving an error 1 message. On july 7, 2009 this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose 8 times per day and manages her diabetes with an insulin pump. The patient takes humalog insulin based on a sliding scale per the lfs meter readings. The patient is also on a carbohydrate to insulin ratio, for every 10 grams of carbohydrate intake, the patient takes 1 unit of insulin. On the day of event at around 8:30pm, the patient obtained an elevated blood glucose reading of "339 mg/dl" on the subject meter, which the patient felt may have been inaccurately high compared to her average reading of "120 mg/dl" during that time of the evening. Prior to the elevated reading, the patient mentioned that she ate as usual having 35 grams, 40 grams, and 40 grams of carbohydrate for breakfast, lunch and dinner respectively. After obtaining the "339 mg/dl," the patient bolus with 5.85 units of humalog insulin and skipped her normal evening snack. In the next day at 3am, the patient woke up feeling bad. The patient had cold sweats and was feeling shaky and dizzy. The patient indicated that she got up and attempted to test with the subject meter but got repeated error 1 messages for 10 minutes. After her unsuccessful attempts to obtain a blood glucose reading, the patient tried to wake her husband for assistance but reportedly fainted in the process. The patient regained conscious after the patient's husband treated the patient with orange juice. The patient was tested at "30 mg/dl" on a backup meter after she had regained conscious. The patient's blood glucose reading eventually was "normal" after treatment. The patient's insulin regiment has not been changed immediately prior to or after the alleged hypoglycemic episode on the day of concern. The error 1 message was not resolved during troubleshooting. This complaint is being reported because the patient claimed she had symptoms that can be associated with severe hypoglycemia after she took insulin per the reported elevated reading obtained on the lfs meter. In addition, the patient was unable to obtain a blood glucose reading on the subject meter due to the error 1 message for 10 minutes prior to passing out. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.